Manufacturer narrative:
Additional information: g3, h3, h6. Due to the device not being returned and no photos of the reported failure being provided, the complaint allegation cannot be confirmed. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. The dfu for this device, dfu-0087-eo revision 4, gives the following warnings and precautions: -bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. -pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. -pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via email that for an ar-8825b, suture anchor, mini bio-pushlock¿ 2.5 mm x 8 mm, when the surgeon inserted the anchor, the screw broke off easily and the eyelet fell out easily. This was detected during a tfcc repair on (B)(6) 2025. The case was completed successfully by using another ar-8825b. There was no patient harm. Additional information: there was a delay of about 10 minutes.